Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a prostyle device after an interventional cerebral thrombectomy procedure with a 9f sheath. Reportedly, steps 1-3 (opening the foot, deploying the needles, and suture retrieval) were performed without issue. However, during step 4 (closing the lever to retract the foot), the foot was unable to be retracted and interacted with the vessel when attempting to remove the device. The foot was unable to be retracted after multiple attempts to open and close the lever, and as a result, the device could not be removed from the patient. A surgical cut down was performed to successfully remove the device and to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Subsequent to the initially filed MDR report, the following information was received. Analysis of the returned device found a break at the proximal end of the guide. Follow up with the account confirmed that the break was due to the surgical cut down. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty to close the foot was not confirmed based on returned device condition. The reported entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to the inability to retract the foot, include, but not limited to tissue or suture caught in foot. The inability to close the foot likely contributed to the entrapment of the device. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling.